Event description:
Two endeavor sprint rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 18mm) was implanted to proximal rca; one stent (3.50 x 30mm) was implanted to mid rca. Pt was symptomatic/free of symptoms at 30 day, 6 and 9 month follow up. A diverticular bleed was reported to have occurred approximately 11 months following index procedure, which lasted two days. Pt received a blood infusion. The pt had another bleed event two weeks later and a further bleed event a week later, medical treatment was not necessary. Investigator had indicated that the events were not related to the study procedures. The pt is in remission. (Ref MFR# 9612164201101136).

Manufacturer narrative:
(B)(4). Eval results: gi bleed. (Based on the info provided no root cause can be determined).

Manufacturer narrative:
Previously reported bleed event began one day earlier than previously reported. Plavix was stopped as part of treatment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.